Manufacturer narrative:
This report is submitted on november 29, 2023.

Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with oral antibiotics (date and duration not reported). The patient also underwent a washout procedure in order to clean the infected site (specific date not reported).